Manufacturer narrative:
Estimated date of event, date of implant estimated. The stent remains in patient. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient effects of myocardial infarction, cerebrovascular accident, stenosis and thrombosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article attachment: long-term clinical outcomes after percutaneous coronary intervention to treat long lesions in hemodialysis patients in the era of second-generation drug-eluting stents the patient deaths referenced are being reported under a separate medwatch report #. The two xience devices referenced are being filed under a separate medwatch report number.

Event description:
This is filed to report the serious injuries. It was reported through a research article identifying xience v, xience prime, xience xpedition and non-abbott stents that may be related to death, target lesion revascularization, myocardial infarctions, stroke, and stent thrombosis. Details are listed in the attached article, titled long-term clinical outcomes after percutaneous coronary intervention to treat long lesions in hemodialysis patients in the era of second-generation drug-eluting stents.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.